Event description:
It was reported that the ventilator had excessive leakage. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Initially, it was reported that there was a leak. Further information provided on 28th july, 2022 revealed that the leak was caused by broken moisture trap. Identification of issue has been done by analyzing problem description and service report. The issue has been resolved by replacing moisture trap. The moisture trap is a part of the expiratory cassette (expiratory inlet). The inlet is designed to make condensed water drip out and allow use of a water trap for such water to be collected. The issue was reported to competent authority in abundance of caution as initial description might have underlying which represent a reportable event. There was no patient involvement. Replaced part has not been returned. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.